Event description:
It was reported the lower display of the external pulse generator is not readable to the right one-third of the screen. The engineer tested for full pixel illumination and no issue was found but when returned to main display the lower display illuminates but the right one-third of the display is "garbled". It was further noted that due to the date of the sale, the device will not be repaired. Additional information was requested to determine if the device was in use with a patient at the time of the event and no information was received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).